Manufacturer narrative:
The event device has been returned to applied medical. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Sensing trocar insertion resistance. Report from the sales rep. The customer sensed increased drag force in the seal during insertion/removal of the endoscope(ltf-s190-10). The event trocar was replaced with new one and there was no problem. Initial investigation report: the event unit inserted the obturator was returned to us and visually inspected. Although we tried to remove the obturator from the cannula so that the sate of the septum inner doesn't vary, we could not remove it because we also sensed increased drag force in the seal(pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4)." The 1 obturator and 1 cannula returning. Please see component list. " type of intervention: "the event trocar was replaced with new one and there was no problem." Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The shield, a clear plastic internal component of the shield, was found to be improperly seated within the seal. Testing was performed on the event unit, which confirmed the reported event. Based on the condition of the returned unit and the description of the event, it is likely that a large instrument dislodged the shield from its original position during passage through the seal. The shield displacement could create interference during instrument passage through the seal. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate action, as necessary, to ensure the performance and safety of its products.